Event description:
It was reported the ar-623-94l has a metal burr, near the sawblade slot.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the slot was found to be physically damaged. The surfaces have abrasion marks and a large burr was observed on the side of the slot. A likely cause is user-applied mechanical forces.